Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of low, although specific value was not provided. Cause was not known. Reportedly the customer fell stating they woke up on the kitchen floor. Customer consumed chocolate milk and a couple of juice boxes to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.